Event description:
Patient admitted for cystoscopy, extraction of calculi, retrograde pyelograms, ureteroscopy and nephroscopy. The tricep hooked-prong grasping forceps cable broke when opening and closing the device.